Event description:
Initially informed clamps cutting cords edges sharp. Detailed investigation (by manufacturer and importer, two samples provided, one sample handed over to manufacturer and one kept in importer of record) revealed that clamps are very smooth and well beveled edges, working fine. Beside sent sent samples manufacturer and importer also check in stock, but could not find any example of sharpness of edges. In past we did not have any kinds of complaint of pean clamp forceps.